Event description:
Per the report received from austria, edwards received notification that this valve model 11400m25 was explanted on the same day of implant due to an acute thrombosis of the valve. As reported, the patient was on ECMO perfusion and had severe coagulation disturbances. Reportedly, the patient had clotting disturbances caused by chronic liver disease (cirrhosis). The surgical approach was full sternotomy and the sutures employed for this surgery were multifilament, interrupted. A non-edwards valve was implanted in replacement. As reported the patient died due to persistent low cardiac output failure.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because no lot/serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.